Event description:
A customer report was received, which was described as alarms. At the time this report was due, it was unknown what type of alarm issue had occurred. Further information has been requested. No adverse event or patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A customer report was received, which was described as alarms. At the time this report was due, it was unknown what type of alarm issue had occurred. Further information has ben requested. No adverse event or patient harm was reported.